Manufacturer narrative:
The crej and pho reagents' lot numbers and expiration dates were not provided. The field service engineer (fse) replaced the degasser, the cuvettes, the heat cut filter and the lamp. He also washed the cuvettes, did measurement of the blank cell and adjusted the gear pump. Calibration and qc were performed and they were acceptable. Performance check was done and the instrument was performing within specifications. The investigation determined that the root cause of the event was consistent with a maintenance issue. The service actions (maintenance activities) resolved the issue.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with creatinine (crej) assay and 1 patient's sample tested with phosphorous (pho) assay on a cobas 8000 c702 analyzer. Sample 1: initial crej result: 1.24 mg/dl repeat crej result: 3.98 mg/dl. Sample 2: initial crej result: 1.44 mg/dl repeat crej result: 4.03 mg/dl. Sample 3: initial pho result: 0.8 mg/dl repeat pho result: 2.0 mg/dl. It is unknown at this point if the questionable results were reported outside the laboratory.